Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain/pain"), menorrhagia ("menorrhagia"), dysgeusia ("metallic taste in her mouth"), infection ("infection") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy performed in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dysgeusia, infection and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain and abnormal bleeding (understood as genital haemorrhage). On (B)(6) 2014, she underwent surgery (salpingectomy) and essure was removed. Chronic pelvic pain (cpp) and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain/pain"), menorrhagia ("menorrhagia"), dysgeusia ("metallic taste in her mouth"), infection ("infection") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy performed in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, dysgeusia, infection and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia and pelvic pain to be related to essure. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including chronic pelvic pain and abnormal bleeding (understood as genital haemorrhage). On (B)(6) 2014, she underwent surgery (salpingectomy) and essure was removed. Chronic pelvic pain (cpp) and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since device removal was required via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain/pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth"), infection ("infection") and back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy performed in (B)(6) 2014). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, back pain, vaginal discharge and vaginal haemorrhage had resolved and the genital haemorrhage, dysmenorrhoea, dyspareunia, dysgeusia and infection outcome was unknown. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: vaginal discharge, abnormal bleeding (vaginal, menorrhagia) and pain (pelvic, abdominal,back) completely stopped immediately following removal. Diagnostic results: 2008: essure confirmation test performed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: patient¿s date of birth added; events onset date; vaginal discharge and abnormal bleeding (vaginal) were added as event; vaginal discharge, abnormal bleeding (vaginal, menorrhagia) and pain (pelvic, abdominal, back) outcome provided. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.